Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07100. It was reported that the patient died. The target lesion was located in the coronary artery. A 2.75x16mm promus premier¿ drug-eluting stent was selected to treat the lesion but failed to cross the lesion. The device was exchanged to a 8 x 2.25mm rebel stent but also failed to cross the lesion. However, it was noted that the failure of the devices to cross the lesion caused significant delay to the procedure which resulted in patient death.